Event description:
Erratic readings on the meter. A patient reported blood glucose results of "333 mg/dl and 180 mg/dl" with a lifescan meter., performed within 10 minutes of each other.. The patient retested and received an error message; however, there is no information on what the error message the patient received. Customer care agent (cca) sent the patient a replacement meter and test strips.

Manufacturer narrative:
Product has not yet been returned. Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.